Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient's right ventricular (rv) lead had high thresholds, no capture bipolar, and diminished sensing. The patient saw the implanting physician, and while at the office for lead testing, experienced pain while lying on their left side. It was noted that the lead may have caused a perforation. The patient was hospitalized and the lead was reprogrammed. Replacement is scheduled for the future. The lead is still in use. No further patient complications have been reported as a result of this event.